Event description:
A customer reported receiving a reading of 100 mg/dl on her adc meter that was higher in comparison to a reading of 35 mg/dl on an hcp meter. The customer reported that on (B)(6) 2012 at 8:45am, she was "at the doctor's and compared her meter to her doctor's meter". Readings of 100 mg/dl (adc) and 35 mg/dl (hcp) were obtained within 10 minutes. The customer reported symptoms of "fatigue and dizziness", and subsequently experienced a seizure. The hcp called paramedics who transported the customer to the hospital. The customer further reported the paramedics administered intravenous glucose and took her to a hospital, where she was treated with "insulin", diagnosed with hypoglycemia, and "admitted for 2 days". The customer denied receiving glucose at the hospital. No self-treatment was reported. Two attempts were made to contact the customer to clarify this information, without success. There is no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is available.

Manufacturer narrative:
As meter was not returned and the test strip lot reported with this complaint has expired (retain testing was not performed), a device history review (DHR) of the meter was requested. The DHR for meter serial number (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release. This is a final report. (B)(4).